Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and attempted to perform manual anatomic registration but the customer indicated tracking performance was not acceptable following registration and made the decision not to rely on the system for this case. No additional service information was provided.